Event description:
The distributor contacted animas on (B)(6) 2015 alleging a crack in the battery compartment. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged case/condition issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow up #1 submitted: 07/20/2015.the pump was returned and investigation on 07/02/2015 with the following findings: on examination, the battery compartment was found to be cracked below the grip pad. Investigation confirmed the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).